Event description:
The customer reported error code e226 involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed.date of event is unknown. Additional information will be provided if available.a root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.